Event description:
The implantable neurostimulator battery was depleted 7 months after implant. The hcp believed the usage time to be too short. The computer-generated longevity estimate for the device was 16 months. Therapy was programmed using 2 channels, amplitude: 4.0 volts and 0.2 volts, pulse width: 330 microseconds, and resistance of 700 ohms. The device was replaced. The patient status after surgery was reported as ok. There was no patient injury associated with the event.

Manufacturer narrative:
On 11/11/2008, the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.